Event description:
Reportable based on analysis completed (B)(4) 2014. It was reported that failure to remove from the guide catheter occurred the target lesion was located in the left anterior descending (lad) artery. A non bsc guide catheter was placed in the left main artery. A 2.25x32mm promus premier was advanced over a non-bsc guide wire; however, the stent was unable to cross the lesion. The physician was unable to remove the device out of the guide catheter and removed the guide, the wire and the stent all together. The lesion was predilated. The physician then attempted to cross another of the same 2.25x32mm promus premier which was also unable to cross the lesion. The device was removed and the procedure was completed with the implant of two 2.25x15mm non-bsc stents. No patient complications were reported and the patient's status is fine. However, returned device analysis revealed the stent was damaged and had moved on the balloon.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual examination of the stent found that the crimped stent on the device was damaged and moved on the balloon. Stent struts throughout the entire stent were deformed, bunched and lifted upwards from the stent profile. It was noted that the entire stent moved distally on the balloon. The balloons proximal cone profile was reviewed and no issues were noted. The proximal balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. It was not possible to examine the distal cone of the balloon as the stent had moved out over the distal portion. A visual and tactile examination of the hypotube was not possible because of the restriction of the guide catheter tip inhibiting the removal of the device because of excessive stent damage. The bumper tip of the device showed no signs of damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).